Event description:
On 05/06/2024, zyno received a report that during preventive maintenance the following issue was observed. The pump had a software issue, zyno was not able to change the software and due to it. It was affecting air in the line. No patient was involved.

Manufacturer narrative:
There are previous complaints # (B)(4), on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).